Event description:
The patient had 2 leads (from the same lot number) as part of his scs system. It was reported, the patient's scs system did not effectively alleviate his pain. Surgical intervention was undertaken and the scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: results: the reported ineffective stimulation could not be confirmed. Both leads were returned cut in 3 pieces each as a consequence of the explant procedure. Visual inspection revealed that the segments were in good condition. Both stim segments had cam impressions on the outer tubing. Continuity testing did not identify any electrical opens in any of the segments. No anomaly was observed that existed prior to explant that would have contributed to the reported issue of ineffective stimulation. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.